Event description:
The customer reported a discrepant thyroglobulin result, for one patient, involving the unicel dxi 800 access immunoassay system. Subsequent analysis of the patient sample (in triplicate), on the same analyzer, recovered lower results which were concluded as correct. The discrepant result was released out of the laboratory. There was no report of patient consequence or change in patient treatment associated with this event. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed aspirate probe #2 tubing was too short, causing the line to pull tight and failed high sensitivity system check. The fse replaced the peristaltic tubing and high sensitivity system check passed within instrument specifications. The fse performed alignments to the instrument wash arm and resolved the issue. Service activity performed was verified to meet the specified requirements per the established procedures. The instrument conformed to the manufacturer's published performance specification. The customer indicated quality control (qc) was performing within the established ranges prior to and after the event. System checks, performed on the date of the event, passed within instrument specifications. The patient sample was collected in a plasma separator tube and centrifuged at 3,000 rcf (relative centrifugal force) for five minutes.

Manufacturer narrative:
Additional information: upon further investigation, beckman coulter subject matter expert (sme) interprets that the found aspirate probe 2 had insufficient loop message is indicative of an installation issue and not an issue with the length of aspirate probe 2 tubing. Analysis of the customer-supplied archive data indicates the instrument was in operation on (B)(6) /2012. During this time, 1,675 test results were generated and some flags were noted but was not indicative of a systemic hardware issue. Of the 1,675 results, only one result was questioned by the customer. The field service engineer (fse) did note some findings during service but there was no indication of hardware or systemic failure.